Manufacturer narrative:
During review of the initial MDR, it was discovered that it was reported that the issue was due to a faulty combiner cable as the customer reported poor signal quality in addition to the loss of telemetry monitoring. While the poor signal quality was due to the customer's combiner cable, the cause of the loss of telemetry monitoring was due to a loose network cable in the customer's telemetry closet. After the biomed reseated the cable, telemetry monitoring was restored. The cause of the reported loss of telemetry monitoring was due to a loose network cable.

Event description:
Spacelabs healthcare was notified that some xhibit telemetry receiver (xtr) channels are going offline unexpectedly. There is no patient or user harm reported with this event.

Manufacturer narrative:
The biomedical engineer later reported that he went onsite to evaluate the reported issue and found that a faulty ECG lead wire combiner cable caused the problem. The biomedical engineer replaced the faulty combiner cable to resolve the reported issue. As a precaution, the ECG lead wires were also replaced. The biomedical engineer also stated that he is working to replace all lead wires and combiners in the facility. Our records indicate that there have been no additional reports of this issue received from the customer.